Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported a problem with the complaint device speaker and requested support. There have been no allegations of any adverse events that are associated with this event.